Event description:
Physician was performing a davinci inguinal hernia using a verseal plus 5-11mm and the insufflation connection broke off at the end of the case. No patient harm. This physician is not aware of a previous event with this product. (Never happened to him before.)